Event description:
It was reported that during implant procedure of a crt-d device, no capture threshold was observed on the rv lead. Lead repositioning was attempted with no capture results. Lead repositioning was attempted further and rv lead extended past the perimeter of the heart border and pericardial effusion was observed. Physician felt the effusion was not large enough to tap and the case continued. Patient¿s blood pressure dropped and was adjusted with atropine. Small pericardial effusion was still observed and physician elected to reverse the narcotics and patient was transferred to ccu for monitoring. Patient¿s condition indicated for lv lead implant but physician elected to abort lv lead implant. No further plans were made for lv lead implant. Patient¿s condition was stabilized in the ccu.